Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please see attached the results of our investigation. (B)(4).

Event description:
The patient presented a few months post-op with pain and instability. The surgeon went back in and removed scar tissue.